Manufacturer narrative:
The patient was found to have two-vessel disease and had two lesions treated during the index procedure. The first target lesion (tl#1) was the proximal circumflex. The lesion was reported to be: de novo, 3.2 mm vessel diameter, 10 mm length, moderately calcified/tortuous, a 50% stenosis, and type b1. The lesion was not pre-dilated. A cypher 3.0 x 33 mm stent was implanted at 20 atm. Via direct stenting. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Tl#2 was the mid lad. The lesion was reported to be: de novo, 25 mm length, 3.6 mm vessel diameter, not calcified/tortuous, an 80% stenosis, and type b1. The lesion was not pre-dilated. A cypher 3.5 x 13 mm stent was implanted at 16 atm. Via direct stenting. The stent was not post-dilated. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. The device remains implanted in the patient and is not available for inspection. The report received from (B)(4) study indicated that a patient experienced a myocardial infarction and restenosis approximately 5 months post implantation of a cypher stent. Past medical history that may have increased this patient's risk for mace includes previous pci, family history of coronary artery disease, hyperlipidaemia, hypertension, previous myocardial infarction (mi) and smoking. The patient was found to have two-vessel disease and had two lesions treated during the index procedure. The first target lesion was the proximal circumflex. The lesion was reported to be: de novo, 3.2 mm vessel diameter, 10 mm length, moderately calcified/tortuous, a 50% stenosis, and type b1. The lesion was not pre-dilated. A cypher 3.0 x 33 mm stent was implanted at 20 atm. Via direct stenting. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The rated burst pressure indicated in the IFU is 16 atmospheres. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The second target lesion was the mid lad. The lesion was reported to be: de novo, 25 mm length, 3.6 mm vessel diameter, not calcified/tortuous, an 80% stenosis, and type b1. The lesion was not pre-dilated. A cypher 3.5 x 13 mm stent was implanted at 16 atm. Via direct stenting. The stent was not post-dilated. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Approximately five months after the index procedure, the patient was reported to have experienced a myocardial infarction (mi). Additional information obtained indicated that the patient was found to have a 95% restenosis where the cypher 3.0 x 33 mm stent was implanted in the proximal circumflex. To treat the restenosis, re-pci was conducted with balloon angioplasty and implantation of a promus 4.0 x 12 mm stent. The cypher 3.5 x 13 mm stent implanted in the lad was noted to be patent. The event was reported to be resolved without sequelae. The patient was discharged the day after the re-intervention. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15068027 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors, vessel/lesion factors and procedural factors that may have contributed to this patient's restenotic event. Please note that this is the initial/final report for this product.

Event description:
The report received from (B)(4) study indicated that the patient was included in the study and had two cypher stents implanted during the study index procedure: a cypher 3.0 x 33 mm stent in the proximal/mid circumflex (stent #1) and a cypher 3.5 x 13 mm stent (stent #2) in the mid left anterior descending (lad). There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Approximately five months after the index procedure, the patient was reported to have experienced a myocardial infarction (mi). The event severity was mild and the relationship to the study drug was unrelated. The event was reported to be resolved without sequelae. Additional information obtained indicated that the patient was found to have a 95% lesion in the proximal circumflex proximal to the previously implanted cypher 3.0 x 33 mm stent (stent #1) and a 30-40% stenosis at the proximal edge of the previously implanted stent that was treated by balloon angioplasty and implantation of a promus 4.0 x 12 mm stent. The previously implanted cypher 3.5 x 13 mm stent (stent #2) was noted to be patent. The patient was discharged the day after the re-intervention.